Manufacturer narrative:
Combination product: yes. (B)(6) 2026 this report was opened in error. It is a duplicate of MDR-1028232-2025-05215. Closing this report.

Manufacturer narrative:
Combination product: yes.

Event description:
This lead was capped due to fractured lead. No adverse patient events were reported. Should additional information become available, this file will be updated.